Event description:
It was reported that during a procedure of the moderately calcified, non-tortuous right coronary artery (rca) the 2.5 x 20 mm trek balloon dilatation catheter (bdc) was initially advanced in the anatomy but removed for an unspecified reason. The device had not been inflated. The target lesion was treated with an unspecified stent and the same 2.5 x 20 mm trek bdc was advanced and pressurized at unspecified atmosphere (atm) for post-dilatation of the stent. It was noted that blood returned in the unspecified inflation device; the bdc was removed and outside the anatomy torn balloon material was noted. There was no reported adverse patient effect. A different bdc was used to complete the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tear in the balloon was not confirmed; however, there was a tear in the shaft. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for torn balloon or shaft reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.